Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, prior to firing, the device was inserted into the trocar but the jaws will not open. The device was removed from the trocar and was opened by the technician. A new handle was used to complete the procedure. There was no patient injury.